Event description:
It was reported that the procedure performed was to treat mildly tortuous mid and distal circumflex arteries of the left circumflex coronary artery. After implantation of a 2.75x48mm xience skypoint drug-eluting stent, the stent was noted to be expired. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - use after expiration.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Reportedly, the xience skypoint was used past the expiration date. The xience skypoint everolimus eluting coronary stent system instructions for use states: do not use after the use by date. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. The expiration date of the product is important for sterility, efficacy, and performance of the device. Per the xience use failure mode effect analysis, potentially adverse events of using the device post expiration date include fever and stenosis/restenosis. However, in this case there was no reported device failures or patient adverse events reported. Based on the information received, the investigation determined that the reported complaint appears to be related to user error. The expiration date of the product is important for sterility, efficacy, and performance of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.